Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a procedure, the laser probe could not be inserted into the trocar cannula. An alternate probe was used to complete the case. There was no patient harm.

Manufacturer narrative:
The probe was received. A visual assessment of the returned sample showed only the handpiece portion was cut off and returned. No other visual non-conformities were observed. When the sample was inserted through a 25ga trocar, it passed through without any noticeable resistance. The cannula¿s outer diameter was measured. With an outer diameter min/max values of 0.0200 to 0.0205 inches, the sample¿s outer diameter was measured to be 0.02015-0.02020 inches, meeting specifications. The tip was also measured using the 25ga needle length gauge, where the cannula and the nitinol were found to meet specifications. The sample was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).